Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter ID was entered incorrectly. The transmitter had been in use less than 3 months. Customer¿s blood glucose (bg) level was 45 mg/dl. The customer consumed carbohydrates to address the low bg. A root cause could not be determined. A replacement transmitter was sent to the customer.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter ID was entered incorrectly. The transmitter had been in use less than 3 months. The customer reentered the transmitter ID and successfully connected to the pump. Customer¿s blood glucose (bg) level was 45 mg/dl. The customer consumed carbohydrates to address the low bg. No additional patient or event information was available.